Event description:
It was reported that this right atrial (ra) lead exhibited suboptimal slack and appeared to be pulled back as confirmed via fluoroscopy. This ra lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.